Manufacturer narrative:
D9 - date returned to MFR: 4/28/2026. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was upstream occlusion (uso) seal buckled, liquid crystal display (lcd) lens scratched. The event history log was reviewed and there were no errors related to the customer complaint. Customer complaint of ¿over infused" cannot be confirmed through delivery accuracy test. Results showed accuracy was within nominal range. Upon further investigation found uso seal buckled and lcd lens scratched. Replaced lcd lens and uso seal. Performed downstream occlusion (dso) /uso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Updated software to latest revision and the unit reset to standard configuration. The device passed all functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During testing that the unit over infused. There was no patient involvement or harm.